Event description:
Disc filters completely occluded on air and water channels.

Manufacturer narrative:
The investigation revealed that the unit had 4 clogged disk filters, 2 air feed and 2 water channel disks. The office supervisor is new to this position and was unaware of the required maintenance to change the disk every 6-8 weeks, as stated in the operator's manual and stamped on the actual disk. The supervisor did not know when the filter disk became occluded, may have been 7 months ago when she took over this position. The tech also noticed that the incorrect adapters were being used to clean the scopes and advised the facility not to use or process the scopes until the correct adapters were supplied. Hospital was advised of increased risk to pts due to incorrect processing of these scopes. Custom ultrasonics did perform preventive maintenance, replaced the adapters, and retrained the staff. There were no reported injuries. During this time frame, there may have been an increased of infection associated with this breach, could not confirm if any risk to pts.